Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and update to d4, d8, h3 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It is likely foreign material may not have been removed since reprocessing could not be conducted properly due to distal end being scraped which led to the residual liquid around the distal end. However, a definitive root cause could not be determined. In addition, it is likely physical stress caused by hitting distal end of the device or dropping distal end, or chemical stress caused by chemical solution used, adhesive around light guide lens peeled off and moisture entered lg-lens and corroded, resulting in the foreign material inside the light guide lens. However, a definitive root cause could not be determined. The suggested event may be detected and prevented by handling device in accordance with the following instructions for use (IFU). IFU states detection methods in tjf-q190v operation manual "chapter 3 preparation and inspection". IFU states prevention measures in tjf-q190v reprocessing manual "chapter 5 reprocessing the endoscope". The suggested event may be detected and prevented by handling device in accordance with the following instructions for use (IFU). IFU states detection methods in tjf-q190v operation manual "3.3 inspection of the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the duodenovideoscope exhibited residual liquid in the distal end had and foreign material inside of the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.